Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis. The instrument was found to have the main tube broken at the distal end. Fragments from the tip of the main tube were missing and were returned. Image(s) associated with this reported event were submitted and were reviewed by an isi regulatory post market surveillance analyst and were consistent with the failure analysis findings of a broken main tube.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a piece of the dark covering on the shaft of the vessel sealer extend instrument broke off and fell into the patient. The piece was removed and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use without anything noted out of the ordinary. They were dissecting tissue when the fragment fell inside the patient. The surgeon believes the issue was due to damage during manufacturing or packaging. Unsure how long the instrument was in use for prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall due to an instrument tip / accessory collision. The wrist was straightened prior to removal. No resistance was felt by the surgical staff upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. Damage was noted to the vessel sealer. The fragments were retrieved with a laparoscopic grasper. They believe all fragments were retrieved after visual inspection and preforming an x-ray. However, since the fragment was not metal it would not be seen by x-ray so unable to confirm for sure. No additional surgical procedures were required to remove the fragment. The case was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was returned to isi for analysis. Photos were sent for review.